Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: it is noted that the diameter of thoracic and abdomal true lumen are increased over time and that the diameter of thoracic false lumen and overall abdominal false lumen are decreased over time. Apparently, the proximal type I entry flow disappeared at 6 days post procedure follow-up CT angio. As per IFU endoleak is a known potential adverse effect. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2016: three devices were placed in the patient. Zteg-2pt-34-157-pf-d (e3328664), gzsd-36-164-2 (e3393813), gzsd-36-123-2 (e3397360). Final confirmatory angiography after placement of the devices confirmed proximal type I entry flow. On (B)(6) 2016: post procedure follow-up CT angiography was conducted, which confirmed that the false lumen had been completely thrombosed and the proximal type I entry flow had already disappeared. Patient outcome: there have been no adverse event reported.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: three devices were placed in the patient. Zteg-2pt-34-157-pf-d ((B)(4)); gzsd-36-164-2 ((B)(4)); gzsd-36-123-2 ((B)(4)). Final confirmatory angiography after placement of the devices confirmed proximal type I entry flow. On (B)(6) 2016: post procedure follow-up CT angiography was conducted, which confirmed that the false lumen had been completely thrombosed and the proximal type I entry flow had already disappeared. Patient outcome: there have been no adverse event reported.